Event description:
The customer reported erratic ise (ion selective electrode) results generated on the au680 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) remotely assisted the customer with troubleshooting. Cts advised the customer to replace ise tubing and reference electrode, which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.